Manufacturer narrative:
The account found the side rail end tube is broken. The account replaced the side rail end tube to resolve the issue.

Event description:
The account alleged that the side rail could not latch. No patient impact.